Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the sealing on the top of dressing was "inappropriate." Based on photos provided by the complainant, the sealing weld appears to be open.